Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. The returned sample was received without the original packaging or additional components. Water infusion testing confirmed a tear/hole in the tubing. Examination under magnification identified external dent marks below the y-connector, a jagged/wrinkled tubing surface, and lines/indentations on the inner tubing wall. The reported leak condition was confirmed. A review of the device history record is not possible as a valid lot number was not provided; therefore, the UDI-pi is unavailable. Root cause could not be determined. All information reasonably known as of 01 july 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
The customer reported that while administering aspirin through the nasogastric feeding tube, medication leaked through holes in the side of the tubing. The holes were located outside the patient. The tube was replaced, and a follow-up x-ray was performed. No oil-based medications or mct oil were used.